Event description:
It was reported that the pt underwent a three level anterior cervical discectomy fusion from c4 to c7. Sometime post-op the locking mechanism on the plate failed and broke away from the plate at the segmental level. The failure was found during 3 month post-op f/u visit. X-rays showed the locking mechanism and the nitinol ring were sitting anterior to the plate. The screws at c6 had backed out 1-2mm. No pt symptoms were reported at this time. Reportedly, fusion had not taken place. Revision surgery was performed approximately 3-5 months after implantation. During the revision surgery, it was found that four of the eight bone screws had backed out at the segmental levels. The plate and bone screws were removed and replaced. Only one bone screw could be placed at c6 due to poor bone purchase.

Manufacturer narrative:
(B) (4). The plate was returned for eval. Visual exam confirmed two center locking caps are missing from the plate; one was returned for analysis. Minor surface scratches found on the interior surface of the plate, as well as witness marks on inner diameter of screw holes, are consistent with implantation. No witness marks noted for either side of the lock retainer cap pockets. The locking cap tab retainer dimensions were within specification. One locking cap slot width dimension was found to be slightly out of specification (0.004mm), based on pin gage eval of slot width. The left side tab-to-tab width measures were approx 3.39, this could provide minimal retention force for locking ring retention caps. The MFR was unable to determine the right side tab-to-tab width due to missing lower right tab; the upper right tab appeared to be approximately parallel with upper left side tab. No witness marks were noted on the outer surfaces or bottom of lock retainer tabs. The tabs were not bent upward, suggesting tabs were not overcome by screw backout force. Atypical tab deformation witness marks were noted on the lock retaining cap, in comparison to a sample part. No witness marks were noted on one tab, and very slight marks noted on very edge of another tab. A review of the device history records did not identify any applicable nonconformance to specification. X-ray review shows that the screws at c5/c6 and c6/c7 appear backed out several millimeters, the plate locking rings are absent and fusion cannot be verified.